Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis revealed a no output and no telemetry condition. Further analysis confirmed the telemetry failure and device functionality caused by a depleted battery. The battery depletion was caused by a low resistive short, which was caused by a solder bridge between two adjacent solder bumps on an integrated circuit.

Event description:
(B) (4)

Event description:
It was reported the device battery voltage was recorded as 2.99 v approximately 4 months ago. However, during the patient's most recent follow up visit, the device could not be interrogated, and there was no magnet response and no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.